Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this case it was reported that a waveone gold large 31mm file broke during treatment. A 15mm segment of the file broke while treating a canine. Instrument broke on the 5th pass in the straight canal. Tooth is temporized. The procedure was not completed therefore, the patient will return. The outcome of the event has not yet been determined.